Event description:
Per independent repair center, the unit was alarming or red light. The key failure was worn hole in the heat exchanger. Additional malfunction for this device; the power switch had a short circuit.